Event description:
It was reported that the patient did not charge the ipg as recommended. As such, the ipg became inoperable and patient experienced lack of therapy. As a result, patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted and replaced. Post-operatively, therapy was restored.